Event description:
Soft contact lens wearer in the left eye x 40 yrs, using renu moistureloc solution, presented to dr with three weeks of pain, redness, and tearing in left eye. She was already on trifluridine drops, acyclovir tablets, and pred forte drops twice a day. A 3.5mm white corneal infiltrate with a feathery border was seen on her cornea. The infiltrate was recultured at this time, and she was put on zymar drops, acular drops, pred forete once a day, and amphotericin b 0.15% every hour during the day, every 2 hours at night. Three days later, she developed several satelitte lesions and a large ring infiltrate on the cornea, as well as a 0.5mm hypopyon. Four days later, the culture came back positive for fusarium keratitis. She was switched to natamycin drops, but there was no effect. The hypopyon continuyed to grow. Five days later, a decision was made to perform an emergent penetrating keratoplasty (corneal transplant) to debulk the fungal load to save her eye. This was done, along with attempted removal of anterior chamber material, and intracameral voriconazole. She was also given voriconazole IV through a PICC line-later switched to oral twelve days later- and voriconazole topically. She was continued on pred forte twice a day. A whitish material started to grow in the inferior/anterior chamber, and voriconazole was again injected intracamerally 20 days later for 3 days. She has been infection-free afterwards, but now her cornea is rejecting, and vision remains poor.